Event description:
It was reported that the patient ¿picked up a suitcase that was too heavy and hurt her back and right leg.¿ it was noted that the patient was experiencing an increased pain in the right leg from ¿overuse.¿ it was noted that the patient was ¿afraid she had done something to her stimulator system¿ and scheduled an appointment with the manufacturing representative. It was further noted that the device was interrogated with the clinician programmer, but no high or low impedance issues were discovered. At the last reprogramming session, the patient was covered on the right and left side of the back and the legs. At the time of the report, the patient was only getting the majority of stimulation on the left and some stimulation on the right. It was noted that programming the contacts did not resolve this issue. It was noted that the physician scheduled a lumbar anteroposterior (ap) film for the patient. No interventions were reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).